Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that medication leaked from the unspecified bd¿ syringe at the maxzero connection. The following information was provided by the initial reporter: "medication leaking from syringe at maxzero connection."

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. A sample was sent by the customer, however the sample is not able to be locate at this time. Should the sample be located the investigation will be reopened. H3 other text : see h10.

Event description:
It was reported that medication leaked from the unspecified bd¿ syringe at the maxzero connection. The following information was provided by the initial reporter: "medication leaking from syringe at maxzero connection."